Event description:
"Steps of the procedure: 1) cut down in both sides. Small introducers 6f put in place and catheterization to check. 2) we introduced the main body from the right side and positioned it under the renals. (We noticed here that the port on the delivery system was not aligned with the contralateral leg). 3) we controlled that we are in the right place. We started releasing the main body, after the expansion of the first covered stent we checked one more time our position and proceeded in releasing the contralateral leg. 4) then we attempted to release the clasp by turning the grey knob. The doctor had trouble in turning the grey knob. When he finally managed to turn the grey knob after a lot of struggle, he pulled back the black trigger under fluoroscopy but the clasp did not release the stent. We pushed it back and forward the black trigger but it was not releasing. Then we called f.c and with a video call she saw the exact situation and we also had in the same time our demo in our hands. We took out of the metal window in the delivery system the green pusher, and with forceps, we managed to pull it back and release the clasp. After this we continued as planned." Patient outcome: "we managed to complete the implant of the main body as well as the 2 legs and achieve a very good result without endoleak."

Manufacturer narrative:
The treo abdomical stent graft system received FDA approval for sale in the us (B)(4).

Event description:
"Steps of the procedure: cut down in both sides. Small introducers 6f put in place and catheterization to check. We introduced the main body from the right side and positioned it under the renals. (We noticed here that the port on the delivery system was not aligned with the contralateral leg). We controlled that we are in the right place. We started releasing the main body, after the expansion of the first covered stent we checked one more time our position and proceeded in releasing the contralateral leg. Then we attempted to release the clasp by turning the grey knob. The doctor had trouble in turning the grey knob. When he finally managed to turn the grey knob after a lot of struggle, he pulled back the black trigger under fluoroscopy but the clasp did not release the stent. We pushed it back and forward the black trigger but it was not releasing. Then we called f.c and with a video call she saw the exact situation and we also had in the same time our demo in our hands. We took out of the metal window in the delivery system the green pusher, and with forceps, we managed to pull it back and release the clasp. After this we continued as planned." Patient outcome: "we managed to complete the implant of the main body as well as the 2 legs and achieve a very good result without endoleak."